Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals due to suspected lead breakage or fracture upon pre generator change interrogation. This ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported. Additional information indicated that the lead fracture was the suspected cause of the rising impedance and sensing anomalies of this ra lead. The noisy signals were over sensed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device and received a response indicating product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because this is well known old lead. Fracture occurring to old leads are not unexpected and can result from multiple causes. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals due to suspected lead breakage or fracture upon pre generator change interrogation. This ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported. Additional information indicated that the lead fracture was the suspected cause of the rising impedance and sensing anomalies of this ra lead. The noisy signals were over sensed.